Event description:
It was reported that the surgeon appeared to have problems with the target device. The proximal targeting was not correct. It went astray. Nevertheless the surgery was completed successfully.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.